Manufacturer narrative:
(B)(4). The device was received and the investigation confirmed the customer's report of rem comes on with no return cable. The failure was isolated to the rf board. The rf board was replaced to correct the failure. The generator was calibrated. Thoroughly tested and was found to meet all specifications.

Event description:
The customer reported that the rem comes on with no return cable. Initial evaluation of the returned device found the rem circuit was active with no cable inserted into the rem receptacle.